Event description:
It was reported that during a lap gastric bypass, the hand activation function of the handpiece was working intermittently. The device was replaced as well as the handpiece and the case was completed without consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.